Manufacturer narrative:
Concomitant medical product: 407652, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in possible inappropriately treated events. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.